Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal end of the stent was damaged. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found multiple kinks along the shaft polymer extrusion. No issues were noted on the midshaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. Predilation was performed and a 4.00x32mm promus element plus stent was advanced to the left anterior descending artery. However, the stent failed to be placed in the lesion. After removing the device, it was noted that some stent struts were deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. Predilation was performed and a 4.00x32mm promus element plus stent was advanced to the left anterior descending artery. However, the stent failed to be placed in the lesion. After removing the device, it was noted that some stent struts were deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.